Event description:
It was reported that a revision surgery was done on (B)(6) 2013 after the initial surgery which was done on (B)(6) 2013. The surgeon stated that, the tibial component does not have adhesion with the cement, on the other hand, femoral component in all the surgeries was rigid and adhesion was very good. According to the surgeon, tibial component's material composition might have an issue.

Manufacturer narrative:
An event regarding a lack of adhesion with bone cement involving a scorpio ts mod. Tib. Tray was reported. The event was not confirmed. Device evaluation and results not performed as no device was returned.-medical evaluation not performed as no medical records have been provided for review. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, patient medical records, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
It was reported that a revision surgery was done on (B)(6) 2013 after the initial surgery which was done on (B)(6) 2013. The surgeon stated that, the tibial component does not have adhesion with the cement, on the other hand, femoral component in all the surgeries was rigid and adhesion was very good. According to the surgeon, tibial component's material composition might have an issue.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.